Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit or a39 error alarms or blank display noted. Unit passed a21test and no unexpected a21 error alarm or reset settings noted during testing. Unit had intermittent button response due to flattened esc and act button dome switch. Keypad connector was fully locked. Insulin pump had cracked case at display window corner.

Event description:
It was reported via phone call that the insulin pump had an error alarm and a blank display. Customer also mentioned a no delivery alarm and stated the insulin pump turned itself off and would not turn back on. Through trouble shooting customer was able to turn the pump back on and they received a battery out limit and completed the rewind. The no delivery alarm was noted to be resolved by a complete set change. Customer's blood glucose reading at the time of the incident was 300 mg/dl. Customer was advised to return product for analysis.